Event description:
Patient reports that there is a flap missing on her vios lc aerosol delivery system. Patient is unsure what happened to the flap. No missed dose or adverse events reported. Unknown if available for return. No further information provided.